Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of helix could not retract was confirmed. Visual analysis found helix was bent that caused friction in helix housing resulting in difficulty in extending or retracting helix smoothly. The coil in connector region was over torqued in field while trying to report the bent helix.

Event description:
It was reported that during implant the helix would not retract after 25 rotations. This lead was not implanted.